Event description:
It was reported that insulin gauge display more insulin than was actually in cartridge. There was no reported impact to customer¿s blood glucose level. Customer declined technical support follow up, pump data was reviewed and confirmed one discrepancy in insulin gauge fill estimate and several incomplete insulin doses, and case was documented and closed with no further action taken.